Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the reported event of externalized conductors is inconclusive. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that a patient presented in clinic with complaints of inappropriate pectoral stimulation. Upon investigation, x-rays revealed externalized conductors to be the cause of the event. X-ray imaging was reviewed by abbott technical support and externalized conductors were not confirmed. However, they were still alleged by the physician. The lead was capped and replaced to resolve the event and the patient was in stable condition.